Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow - tube from the circulation pump of arctic sun device. Per follow up information received via mail on 16apr2024, it was reported that the device will not be sent in for a bd-approved facility for evaluation. The issue will be resolved onsite, there was no patient involvement.

Event description:
It was reported that there was low flow - tube from the circulation pump of arctic sun device. Per follow up information received via mail on 16apr2024, it was reported that the device will not be sent in for a bd-approved facility for evaluation. The issue will be resolved onsite, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.